Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to disconnect tubing and perform specific actions to address the issue and instructed to replace supplies as necessary and resume insulin therapy.